Manufacturer narrative:
Device received with unresponsive blank screen due to cracked lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was showing a blank display. No harm requiring medical intervention was reported. Replacement pump has been sent. Insulin pump will be returned for further analysis.